Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(6). Investigation completed. This is an initial final report submission. Review of the most recent repair record determined the comb, bottom roll, gear, side plates, and cap nuts were damage. The comb, bottom roll, gear, side plates, and cap nuts were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that device was sent in for annual calibration. It needed to be repaired and calibrated. During the investigation, the device was found to have a damaged comb. No adverse events were reported as a result of this malfunction.